Event description:
It was reported that barrel was damaged with a bd luer-lok¿ 30ml. This occurred on 219 separate occasions prior to use. The following information was provided by the initial reporter: it was reported that some syringes from this lot have a raised area of the barrel that causes fit issues with a mating part.

Manufacturer narrative:
H.6. Investigation: twenty-five (25) samples and two (2) photos were provided for investigation. One (1) sample was returned in a baggie which is labeled ¿this syringe is accepted. This is what we want¿. The other twenty-four (24) samples were returned in a separate baggie which is labeled ¿this syringe are rejected.¿ the syringes were visually examined using unaided vision. The syringes which were returned in the baggie labeled ¿this syringe are rejected.¿ all have a ring and have a slightly larger diameter near the flange while the one (1) syringe which was labeled ¿this syringe is accepted.¿ does not have the ring and is smooth the entire length of the barrel. Two (2) photos were also provided for investigation. One (1) photo shows a syringe which is labeled ¿reject (ridge present)¿ and appears to have a ridge near the flange. The second (2nd) photo shows a syringe which is labeled ¿acceptable (no ridge present)¿ and does not appear to have a ridge near the flange. Bd uses two (2) different molds in the molding of the syringe barrels. One (1) of the molds produces the condition observed by the customer during normal production. Bd does not differentiate syringe barrels based on the mold used. Bd acknowledges that some of the returned samples had a ring near the flange. However, as this is produced during normal production of the syringes and the syringes were produced correctly no corrective or preventative actions are proposed in the scope of this complaint. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that barrel was damaged with a bd luer-lok¿ 30ml. This occurred on 2019 separate occasions prior to use. The following information was provided by the initial reporter: it was reported that some syringes from this lot have a raised area of the barrel that causes fit issues with a mating part.